Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as the final report. Investigation is complete. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On october 30, 2019, it was reported that there was a lack of power. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome by flextronics on november 8, 2019 revealed that the needle bearing was defective. The calibration was out of specifications at the zero and twenty settings. The control bar was not in the correct position and the motor speed was above specifications and not stable. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on december 9, 2019 which included replacement of the motor, needle bearing, vespel bearings, screw, and semi-circle bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the electric dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the motor, needle bearing, vespel bearings, screw, and semi-circle bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6).

Event description:
It was reported that there was not enough power for the skin sample on the kid's leg. No additional adverse events were reported as a result of this malfunction.